Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. No information regarding serial number and implantation date of this teo dr device was provided.

Event description:
Reportedly, the device was pacing and sensing normally; however, short ap-vp intervals were observed on the ECG. Atrial sensitivity was programmed at 0.2mv and no oversensing was observed. Ventricular pacing was programmed at 2.5v/0.35ms in unipolar configuration with avd at 155/80ms + 65ms following atrial pacing. The other parameters remained in as-shipped configuration.

Event description:
Reportedly, the device was pacing and sensing normally; however, short ap-vp intervals were observed on the ECG. Atrial sensitivity was programmed at 0.2mv and no oversensing was observed. Ventricular pacing was programmed at 2.5v/0.35ms in unipolar configuration with avd at 155/80ms + 65ms following atrial pacing. The other parameters remained in as-shipped configuration.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the device was pacing and sensing normally; however, short ap-vp intervals were observed on the ECG. Atrial sensitivity was programmed at 0.2mv and no oversensing was observed. Ventricular pacing was programmed at 2.5v/0.35ms in unipolar configuration with avd at 155/80ms + 65ms following atrial pacing. The other parameters remained in as-shipped configuration.

Manufacturer narrative:
Preliminary analysis did not revealed any anomaly with the subject pacemaker. The device operated as programmed and as specified. D4 and d6: updated. D8: corrected.